Event description:
On (B)(6): customer reports via phone that during a urology stone removal procedure on a female pt, approx (B)(6), the system fluoro failed. Staff moved the pt to another room where the physician completed the procedure without further incident. No reported injury.

Manufacturer narrative:
Covidien field service engineer (fse) reports that they were unable to duplicate the problem, verifying proper operating of imaging chain according to service manual. Fse did remove splash/crash guard and re-seated camera connections and connections at the infimed computer. Fse then verified proper operation per service checklist qssrwi4.1. System return to full service by customer.